Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) unit has a communication failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) unit has a communication failure. There was no patient harm reported.. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse completed cardiosave coiled cord field safety corrective action, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.